Event description:
A consumer reported that after having bilateral intraocular lenses implanted, she has had eye infections, sees halos which interfere with her night driving, and she feels her vision is getting worse. Additional information was requested. There are 2 medical device reports associated with this event. This report is for the second eye.

Manufacturer narrative:
The sample device was not returned for investigation. The lens remains implanted. Complaint history and product history records could not be reviewed because the reporting consumer did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. (B)(4).